Event description:
Rupture of mcghan silicone breast implants required surgical removal and re-implanted with mcghan silicone implants. Left implant came through the skin resulting in an open wound which required implant removal and resulted in scarring.